Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, a new cartridge was loaded, and insulin delivery was resumed. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. Tandem technical support requested the customer to upload pump logs; however following multiple follow up attempts the customer did not upload, therefore, the alleged root cause could not be confirmed. There was no adverse impact to the customer's blood glucose level.